Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Initial reporter is unknown. No information has been provided to date.

Event description:
It was reported that the device failed the accuracy test-software. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection of the device found the device missing a tamper seal. There was no evidence of the error recorded in the event history log. The reported problem was duplicated. Three accuracy tests were performed, all of which were over the manufacturing specifications. The expulsor over delivering was the cause of the reported problem. It was recommended that the expulsor be replaced as corrective action. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other text: b5: additional information received via email and attached in complaint: issue was discovered while the unit was not in patient during regularly scheduled preventative maintenance. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2110.